Manufacturer narrative:
Health care facility state, province and post code: (B)(6). Block h6: problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath was kinked at approximately 15cm from the tip. Functional evaluation was performed and revealed that it was possible to move the control catheter hub without resistance. No other issues with device was noted. The reported event could not be confirmed; the stent was not returned. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure were likely due to procedural factors such as the interaction of the device with the scope, the anatomy of the patient, and the amount of force applied in the attempt to push the device, which limited the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the proximal flange of the stent was fully deployed inside the scope channel. Under endoscopic ultrasound (eus) view, the physician attempted to push the stent outside the scope using the delivery system, but the stent got caught in the scope and final placement could not be performed after several attempts to release the stent. The stent was removed along with the scope and a pigtail type stent and enbd catheter were placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the proximal flange of the stent was fully deployed inside the scope channel. Under endoscopic ultrasound (eus) view, the physician attempted to push the stent outside the scope using the delivery system, but the stent got caught in the scope and final placement could not be performed after several attempts to release the stent. The stent was removed along with the scope and a pigtail type stent and enbd catheter were placed to complete the procedure. There were no patient complications reported as a result of this event.